Event description:
Inaccurate meter readings; livongo blood glucose product. I believe this blood glucose product is very inaccurate because I tested each color of test strips at one time and found a 12-16 point difference between the colors as follows: blue 134, gray 134, purple 146, turquoise 146, green 130. I got the product free through my health insurance until it stopped when the insurance changed. I am not upset about losing the free support, but the tests were always higher than my previous meter and test strips. This may impact users who rely on accurate readings. FDA safety report ID# (B)(4).